Event description:
A male underwent aaa repair in 2008. The procedure was conducted according to the IFU. Devices placed were a zenith main body and two zenith iliac legs. These devices were placed without reported incident. Follow up CT scan showed a type ii endoleak and in 2009, the ima was coil embolized. A new CT scan, post ima embolization, showed a type I endoleak at the proximal main body. The operator decided to place a zenith main body extension along with another manufacturer's stent (1820334-2009-00469) three months later. The endoleak seamed to be resolved. Another CT scan, post type I repair, showed a type iii endoleak at the graft bifurcation, it was also noted that the contralateral iliac leg did not have a full 22mm overlap. On the same day, a zenith iliac leg was placed at the contralateral leg overlap. An angiogram showed no resolution of the type iii endoleak. The operator was now convinced that there must be a hole in the graft material at the graft bifurcation. He preceded to place a zenith converter and a zenith occluder in the left iliac leg. A final angiogram showed resolve of the endoleak. The status of the pt at this time is unk.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Specific to this complaint, the graft material has been tested for permeability and passed the respective requirement. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, sizing requirements. Each stent graft is inspected for characteristics that could prevent a type 3 endoleak from occurring prior to shipping; graft is verified to have no holes, except suture entry and exit. Stents and gold markers are verified to not have nicks and/or sharp spots. The complaint device assigned to this case was an 88mm length iliac leg graft as the physician first deployed another graft in the area of the main body/leg extension overlap in an effort to eliminate the alleged type 3 endoleak. However, upon correspondence with the sales representative and the subsequent steps taken by the physician, this investigation is focusing on the main body component. A definitive root cause cannot be determined at this time. However, it may be possible calcium from the anatomy punctured a hole in the graft. We have notified the appropriate individuals and we will continue to monitor for similar complaints.